Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester was cutting branches down the leg and noticed the c-ring was broken in half. They removed it and looked for broken pieces, there were none. A new kit was opened to complete harvest.

Manufacturer narrative:
Trackwise (B)(4).

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory on 08/04/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and light evidence of blood were observed on the harvesting device and cannula. Blood was also observed on the c-ring. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. No other visual defects were observed. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due to the presence of the retention rib. Based on the returned condition of the device and investigation results, the reported failure "break; c-ring" was confirmed. The lot # 3000247034 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester was cutting branches down the leg and noticed the c-ring was broken in half. They removed it and looked for broken pieces, there were none. A new kit was opened to complete harvest. There was no harm done to patient.